Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device was implanted in 1995. After it was implanted the patient reported that their device had failed. They tried meeting with a manufacturer representative for two years to get the device to work but could not get it to come on despite everything they tried. Their health care provider (hcp) at the time took x-rays and it was thought there was a break in one of ¿wires¿ that was ¿going from electrode to electrode¿. They tried using a new remote however this did not work to turn the device on. After two years of being implanted the device was removed. Since then the patient has been on strong medication and they stated they were physically addicted to them. The reason for the call was get information on the risks associated with lead removal since they were left in the patient when the battery was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: 1995-(B)(6), product type: extension. Product ID: 7433, serial# (B)(4), implanted: 1995-(B)(6), product type: programmer, patient. Product ID: 3587a, lot# l34785, implanted: 1995-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s current healthcare provider (hcp) wanted to remove the wires because of pain, but the patient was ¿scared to death¿ of surgery because he thought he may become paralyzed. An x-ray was done which ruled out breaks in the lead. The patient went on to report that the battery was removed within two years of implant because the implantable neurostimulator (ins) was ¿bulging out like a can of tuna fish on the side between the hip and rib.¿ the patient further noted that in 1997 the manufacturer¿s representative (rep) tried three different remotes and couldn¿t get the device to turn on, but then they bypassed the electrodes and were able to get stimulation to turn on in 1997. After the device was turned on it was only helping the lower back where the first surgery was and down the legs, but it wasn¿t help their upper back where it was needed for another bulging disc and there was lack of effect.

Manufacturer narrative:
(B)(4).